Manufacturer narrative:
Investigation summary: the reported incident that distal posterior lateral humerus plate variax for left humerus 4 hole / l105m was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the alleged issue was attributed to user related issues. The operative technique ¿vax-st-11 rev.1¿ was reviewed: this document is intended solely for the use of healthcare professionals. A surgeon must always rely on his or her own professional clinical judgment when deciding whether to use a particular product when treating a particular patient. Stryker does not dispense medical advice and recommends that surgeons be trained in the use of any particular product before using it in surgery.¿ [original statements] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon using variax elbow kit for the first time and when using posterior lateral plate 629244, for both distal screw holes, locking was not working with 2.7mm locking screws, a small thread of metal separated from the plate. When tried again with 3.5mm locking screws, locking was achieved and surgeon determined he was not exerting enough force (given nature of fracture & desire to maintain reduction).

Event description:
The surgeon using variax elbow kit for the first time and when using posterior lateral plate (B)(4), for both distal screw holes, locking was not working with 2.7mm locking screws, a small thread of metal separated from the plate. When tried again with 3.5mm locking screws, locking was achieved and surgeon determined he was not exerting enough force (given nature of fracture & desire to maintain reduction).

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be reported on a supplemental report. Device will not be returned.